Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including hashimoto¿s, vascular necrosis, and body pain. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided capsular contracture (unknown grade). The patient noticed tightness of her right breast sometime in 2012. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2012 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including hashimoto¿s, vascular necrosis, and body pain. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided capsular contracture (unknown grade). The patient noticed tightness of her right breast sometime in 2012. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2012 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-mar-2022, mentor received additional information regarding the event date, reporting status to the FDA, the initial reporter¿s information, the event date was initially estimated as (B)(6) 2012 based on available information. However, additional information revealed that the actual event date was (B)(6) 2010. The initial reporter (the patient) reported the event to the FDA on 21-jan-2022 via mw5106969. The patient reported additional symptoms. The symptoms were endometriosis, shoulder pain, back pain, neck pain, rashes, breast itchiness, breast tightness, difficult to take a deep breath, fragile nails, unspecified autoimmune symptoms, hip pain, knee pain, food sensitivities, unspecified medicine allergies, raynaud¿s symptoms (previously resolved), headaches, nausea, abdominal pain, tingling in arms, tingling in hands, dry eyes, dry mouth, metallic taste in mouth, unspecified sickness, candida infection, coated tongue, joint pain, brain fog, memory loss, cognition problems, fatigue, body inflammation, brittle hair, hair loss, difficult to lose weight, weight gain, heart palpitations, anxiety, underarm pain, symptoms of fibromyalgia (unspecified), gastritis, undesirable ana blood test result (unspecified), stress fractures in feet, sensitive to smell, h-pylori bacteria infection, dermatitis, melasma, bleeding gum, crepitus in neck, crepitus in shoulders, vision problems, inflammation in eyes, eyebrow alopecia, and premature aging (unspecified). The initial reporter¿s address is (B)(6). The relevant field has been updated. Manufacturer's reference number: (B)(4).